Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688, implantable pacing lead, implanted: (B)(6) 2010; 4968-60, implantable pacing lead, implanted: (B)(6) 2010; 694765, implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient called to report feeling tingling sensation when the patient woke up. The patient mentioned being half asleep and dreamt about a shock and was not sure if the patient got a shock or if it was just a dream. The device remains in use. No patient complications have been reported as a result of this event.